Event description:
It was reported that the customer was hospitalized with high blood glucose of 498 mg/dl, after the customer was not feeling well, changed the set and his blood glucose would not go down. The customer was using the insulin pump at the time of hospitalization. The customer's symptoms included vomiting. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles were found. Insulin did exit the tubing during a manual prime and no leaks were found. The settings and history were correct with a low reservoir alert found for that day. A tubing clamp was not available to complete troubleshooting. Upon removal of the infusion set, the cannula was neither bent nor occluded. The insertion site was not sore or irritated. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.